Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, and the pt subsequently passed away. The peritonitis was manifested by weak and pain on the right side. On the same day, the pt was hospitalized for the event. On an unknown date, during the hospitalization, vancomycin therapy was discontinued. Eight days after the onset of peritonitis, the pt began treatment with fortaz (1 gram, daily) ip for peritonitis. The following day, the pt was discharged from the hospital. Four days later, the pt was again hospitalized for the previous episode of peritonitis. Treatment with fortaz was ongoing until the following day. It was reported that the pt was not retrained on aseptic technique. Four days after readmission to the hospital, the pt died. The cause of death was reported to be unknown. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.